Manufacturer narrative:
Initial reporter phone no., address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed within three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as foreign matter in the bags. The issue was identified before patient use. There was no patient involvement. No additional information is available.